Event description:
It was reported to philips that the system freezing during use required multiple reboots on a azurion 3 m12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded suite pc software: system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).